Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced voiding difficulties, occasional constipation, mild stress urinary incontinence and grade 2 rectocele.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later, the pt experienced voiding difficulties, occasional constipation, mild stress urinary incontinence and grade 2 restocele. No explant procedure, subsequent treatments and/or therapies were reported.